Event description:
The iab was inserted into the patient on 7/9/97 at 2:40 p.m. And removed on 7/12/97 at 12:08 p.m. The iab did not malfunction. The patient had thrombocytopenia. The patient had inoperable "3vd" with very large anterior mi. (Event complications: the patient had thrombocytopenia -) reported 11/3/97. (Pt's current status: discharged-rpt'd 11/3/97.)